Event description:
On (B)(6): customer reports via phone the table movement failed during a pt procedure. Customer stated they were busy with pts and did not have time to discuss. Product monitoring has made multiple attempts to contact customer via phone and sent an information request letter to the customer via fedex, without response. If new information is received, this report will be updated.

Manufacturer narrative:
Field service engineer (fse) troubleshoot and found the slot key was stuck. Fse freed and replaced the key. Fse verified the key would move in the slot. Fse tested the system for proper operation per service checklist qssrwi4.1 and returned the system to full service.